Manufacturer narrative:
Concomitant medical products: evproplus-26us transcatheter valve, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing and noise. The noise was suspected to be related to an unknown source of electromagnetic interference. The ra lead and implantable pulse generator (ipg) remain in use. No patient complications have been reported as a result of this event.